Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged that the pump was losing power intermittently. It was noted that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/15/2015 with the following findings: a review of the pump¿s black box history showed that a power reboot had occurred on (B)(6) 2015 following a replace battery alarm. Visual inspection revealed that the battery compartment was cracked on the side at the threads and below the bumper pad. The returned battery cap threads were found to be stripped and the cap was not able to be fully attached to the pump. Power reboots occurred when attempting to use the returned battery cap. A test battery cap was used to complete the investigation. The pump was exercised for 24 hours using a test battery cap with no power interruptions occurring. The total daily deliveries in the pump history added up correctly and reflected the users programmed basal rates. A delivery accuracy test was performed and the pump was found to be delivering accurately and with the required range. The pump case was removed and no evidence of internal moisture or damage was found to the power circuit.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.